Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no adverse impact to patients.

Manufacturer narrative:
E1. Initial reporter phone # (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: catalog # 445870, (B)(6): this complaint was that the instrument reported a false positive. A field service engineer went on site and cleaned calibration tube and the light source board probe (detector). The case was closed. Since no instrument malfunction was noted, this is an unconfirmed complaint. The root cause of the complaint cannot be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no adverse impact to patients.